Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring ptci. Device issue: no device malfunction has been reported. It was reported that in 2009, the patient presented with unstable angina. Angio revealed severely stenotic lad; cx was occluded at the beginning of the y-stent in the cx and om2, occluded rca. Balloon inflation made in the cx and om. Thrombus was removed from stented segment in the om. Another company's stent was deployed across the takeoff of the y-arm into the om. Additionally an intra-aortic balloon pump was placed in the patient. Further angioplasty attempts were also unsuccessful. Although there appeared to be some residual thrombus in the stent, timi flow iii was achieved. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation- angina and thrombosis, as listed in the promus IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. As there was no reported product malfunction during the time of stent implants, there does not appear to be any indications of an sds quality deficiency. In this case, the angina appears to be a secondary effect of the thrombosis, which required treatment with ptci and an intra-aortic balloon pump and resulted in hospitalization. However, a conclusive cause for the reported patient effects, and the relationship to the promus stent, if any, cannot be determined.